Event description:
The hospital reported that during an endoscopic vein harvesting procedure, two short port btt black inflation valves dislodged (popped out) and the balloons would not remain inflated. A replacement unit was used from an accessory kit to complete the procedure. The hospital did not report any patient complications. This report is for the first device.

Manufacturer narrative:
Investigation results: the visual inspection found no non-conformities. The balloon was then inflated with 25 cc of air. The balloon inflated, but once the syringe was removed, the valve dislodged. The reported failure was confirmed. (B)(4).